Event description:
The surgeon inserted a aq2010v silicone three piece lens and the lens tore.the lens was removed without enlarging the incision and no sutures were required.ther was no patient injry.